Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# :(B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that on the 8-15 lead all contacts on impedance check were >10,000 ohms. It was unknown what factors may have led or contributed to the issue. The patient could not recall and falls/accidents. The doctor was notified and talked with the patient th e patient did not want to undergo a lead revision/replacement on that lead. He gets the coverage that he desires with the other lead. The issue was not resolved.